Event description:
It was reported that during routine follow-up, a patient alert had been recorded for one high impedance measurement on the right ventricular superior vena cava (svc) coil. At follow-up, the patient's svc was slightly elevated, but not as high as it had been. There was only one measurement out of range that triggered the event. In clinic testing was completed with no complications. Routine follow up will continue and the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.